Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained v oversensing with noise was observed through merlin.net transmission. Myopotential noise was suspected. Further testing and programming changes were recommended. Device was explanted and replaced. Patient's condition was stable during and after the procedure.